Event description:
It was reported that the pt received emergency room treatment for hypoglycemia. It was reported that the pt inadvertently administered excess insulin by priming the pump while attached to the infusion set. It was also reported that the pt administered additional insulin via injection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. It was reported that the pt inadvertently administered excess insulin by priming the pump while attached to the infusion set. The pump user guide instructs users to disconnect from the infusion set prior to priming it. Additionally, the pump notifies the user to disconnect from the infusion set three times during the prime/rewind sequence. It was also reported that the pt administered add'l insulin via injection. Insulin pump therapy was resumed prior to the pt being discharged.